Manufacturer narrative:
MDR 2183456-2019-00018 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occured, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR.

Event description:
On december 14, 2018, ad-tech received a customer complaint indicating that before implantation it was noticed that a platinum disk was coming loose from the silicone housing of an electrode. The electrode was not placed and there was no injury to the patient.